Manufacturer narrative:
Manufacturer's analysis found one error in the log that is associated with the device reverting to nominal settings. It was also noted that the clear cover on the device was broken. The device's firmware was updated to resolve the setting issue. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional tests. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for a firmware update subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.